Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for unconsciousness and severe diabetic ketoacidosis. It was stated that the customer had been vomiting and unwell since 2 days before the event. It was also stated that according to the insulin pump data, the customer had not been changing her infusion set every 2-3 days. Nothing further was reported.